Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, during surgery, calibration of the device was performed outside the patient to confirm the alignment of a drill and distal screw holes on the nail; however, it was found that the tip of the drill interfered with the nail. The procedure was completed almost free hand (the device was used, however without relying on the device). Surgery was delayed for 15 minutes. The patient was not harmed. After the surgery, the sales rep confirmed that the device worked correctly with other nail, so the complained device is the nail that remains in the patient.